Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Discarded at facility.

Event description:
It was reported by the company representative that a patient acquired an infection after a cci surgery. The flap was removed and discarded. The patient's infection is being treated via medications, and a revision surgery will be planned.